Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the main drawer 2.1 failed, which located on or 9. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed. A field service engineer tested the drawer functions and noticed that the sensor occasionally failed to read correctly when locking. Powered down the station, removed drawer 2, took out the tray inserts, and inspected the drawer and loosened the nuts on the sensor near the solenoid, slightly adjusted the latch position, and secured the nuts again before reinstalling the trays and the drawer. After restarting the system, logged back into the hardware test application and completed full drawer tests on drawers 2.1 and 2.2, saving the successful results. Once the station rebooted, the escort logged back in and verified that both drawers continued to lock and unlock properly using the manage map function. The system functioned as intended after the field service engineer repaired the device.